Manufacturer narrative:
The tip cover is not available for return.

Event description:
It was reported that during a prostate procedure, the tip cover of the robotic scissors came loose while being removed from the trocar at the end of the procedure. Initially, the tip cover was not found, but upon inserting a new instrument, it was discovered that the cover was stuck in the trocar sheath and subsequently fell into the abdomen when the robotic instrument was advanced. The cover had to be retrieved from the abdomen and brought out through the trocar sheath, which took about twenty minutes. The tip cover had been applied by an experienced technician who asserted that it was properly secured with no visible orange line. No damage was noted to the cannula, tip cover, or instrument. The tip cover and scissors are not available for return.